Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went in to diabetic ketoacidosis and currently in the hospital. Customer had not received his insulin pump yet. It was scheduled to be sent to his doctor's office. Customer stated that he did not need to speak with anyone from 24 hours technical support right now, and his doctor was took care of everything. Customer was not using the insulin pump at the time of adverse event. The device was not returned for analysis.